Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced a malfunctioning sleep/wake button that prevented full device functionality. The user was issued a replacement ilet. No hospitalization was required and no long-term health effects were reported.